Event description:
It was reported that following the implant of a sparc, the patient experienced difficulty emptying their bladder. The patient underwent a voiding trial in which 250 ml's of saline was instilled. The patient urinated 50 ml's but had a pvr (post void residual) of 235 ml's. The patient was thus discharged home with a foley catheter. The event was considered resolved with no sequelae on (B)(6) 2016. No further patient complications were reported.